Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: device returned. H6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø11 le 125° l300 timo15 threads were stripped. This can be related with the will not lock/will not sear allegation. No other defect was found. A dimensional inspection for the tfna fem nail ø11 le 125° l300 timo15 was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 125° l300 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument manufacturing date: 01-may-2020 expiration date: 01-jan-2030 part number: 04.037.124s, 11mm/125 deg ti cann tfna 300mm/left- sterile lot number: 39p4454 (sterile) lot quantity: 6. Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿locking mechanism not working properly/difficulty inserting end cap¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: ktt. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction internal fixation (orif) surgery for a femoral trochanteric fracture with a trochanteric fixation nail advanced (tfna) long nail and end cap. When attempting to insert the tfna long nail, it stuck in the middle and did not pass through smoothly over a reading rod. This was resolved by reattaching the nail and device. There were also events where the locking mechanism did not work properly. The locking mechanism was moved forward, but after checking the image, it did not appear to have reached the prescribed position. The surgeon moved on to the next procedure at once. There appeared to be no problem with the direction of the lag screw in that case. A distal lateral locking was made, and an end cap was attempted to be inserted, but an event occurred that stopped the cap with about 5 mm of floating. Therefore, the locking mechanism was attempted to be re-engaged. However, there was considerable resistance to moving forward, and repeated manipulation resulted in little forward movement, making it difficult to insert the end cap. The surgeon therefore, pulled out part of the locking mechanism. In addition, the person in charge informed the surgeon that the locking mechanism was not working properly and was not controlling the rotation, and the surgeon agreed. An end cap of 0 mm was selected to minimize protrusion and was placed as far as it could be inserted. The cause of this was thought to be the load on the device due to the small skin incision or soft tissue intervention. The surgery was completed with a twenty minute delay. Patient was stable. This report is for a 11mm/125 deg ti cann tfna 300mm/left - sterile. This is report 1 of 1 for (B)(4).